Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5029744. Product family: scs-linear leads, upn: m365sc2366700 , model: sc-2366-70, serial: (B)(4), batch: 5029788.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at their implantable pulse generator (ipg) site. The patient's device was repositioned, however, the reported issue persisted. The patient underwent an ipg explant procedure where the device was explanted. The patient is doing well post-op.